Event description:
End user's daughter reports her dad "has been cathing for many years due to bladder muscle dysfunction resulting in retention. Caths 2 x daily." She states the catheters he was sent now and has been using is the ultram14 and she states this is a newer catheter for him. It was explained to her the difference between hydrophilic and pre-lubricated catheters like the ultra. " he has been using them as he caths himself only with assistance of the health aide opening the packaging for him as he cannot see well. She is not certain if these feel any different or cause him any discomfort using them but reports he often gets utis and most recently had another one most recently she knows of while using this product. Right now he is on a treatment course of oral antibiotics for that uti that was diagnosed at a recent cystoscopy appointment where she said he had some dilation. His urine was sent off as part of the routine check. He had no symptoms of a uti prior to being diagnosed with this uti. She is not certain if he was using this product then but mentions in (B)(6) 2023 right before christmas he did have a very bad uti and he had to be admitted in the hospital for 3 days for IV antibiotics for it as his main symptom was confusion. This is the reason for his most recent cystoscopy as follow up form that. She said he often gets utis with all his prior catheters and he is just prone to them." She said he "normally takes a medication to prevent utis she said daily but he still gets them", however she was unable to provide medication name. She said when he caths he washes his hands prior, as well as the aide and he then he always puts on gloves as well to cath. She does not know if he cleanses his meatus prior to use.

Manufacturer narrative:
A2: sex: male, age: 86 years. D2a: common device name: ultram14 16in coude tip d2b: procode: kod. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 , manufacturing site: 3005471919.